Event description:
Consumer complaint of high blood results. Andrea/discount drug mart for customer states that the customer feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 258mg/dl (B)(6) 2015 09:10:00 am fasting: yes; 195mg/dl (B)(6) 2015 01:49:00 pm fasting: yes; 178mg/dl (B)(6) 2015 01:51:00 pm fasting: yes; 119mg/dl (B)(6) 2015 07:31:00 pm fasting: yes; 116mg/dl (B)(6) 2015 07:50:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results.(B)(6) discount drug mart for customer states that the customer feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 258mg/dl (B)(6) 2015 09:10:00 am fasting:yes. 2: 195mg/dl (B)(6) 2015 01:49:00 pm fasting:yes. 3: 178mg/dl (B)(6) 2015 01:51:00 pm fasting:yes. 4: 119mg/dl (B)(6) 2015 07:31:00 pm fasting:yes. 5: 116mg/dl (B)(6) 2015 07:50:00 am fasting:yes . No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.